Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. Customer¿s blood glucose level was 450 mg/dl at the time of the incident and current blood glucose level was 145 mg/dl. The customer was neither in emergency room, nor admitted into hospital as a result of high blood glucose. The customer did not experiences any symptoms related to the high blood glucose. The customer had using the insulin pump system within 48 hours of reported high blood glucose. Based on the customer¿s report the customer does not allege the insulin pump was under delivery. The troubleshooting was performed for the high blood glucose under delivery. The customer was treated with the manual injection. The insulin pump will not be returned for analysis.